Event description:
There is adhesion of ring pessary. The doctor will try to extract the pessary by pessary cutter on (B)(6) 2022. It is reportable in japan. Wallace ring pessary e-complaint-2022-08-0000181.

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Manufacturer narrative:
Investigation x-no sample returned . *analysis and findings distribution history no product reference code or lot number was provided, distribution history could not be determined. Manufacturing record review a review of the device history record could not be performed because the lot/serial number was not provided. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the complaint product lot/serial number be provided going forward, the device history record will be reviewed, and this complaint amended accordingly. Incoming inspection review incoming inspection record review not applicable to this product. Service history record service history not applicable for this product. Historical complaint review a review of the 2-year complaint history did not show similar reported complaint conditions. Product receipt the complaint product has not been returned to coopersurgical. Visual evaluation evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause the complaint condition was not confirmed as no product was returned. Follow-up was completed by product surveillance for part number and lot number. No further details were attained. Additional correspondence was received that the pessary was removed in october 2022 and that the patient has recovered. If any further information is received, the complaint will be amended. *correction and/or corrective action no further corrective action is necessary, as the complaint condition was not confirmed. No further training required at this time. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
There is adhesion of ring pessary. The doctor will try to extract the pessary by pessary cutter in (B)(6) 2022. It is reportable in japan. 1216677-2022-00240 wallace ring pessary (B)(4).